Event description:
Hcp reports that the patient has had multiple espisodes of possible pump malfunctions and sudden changes with increase in pain and tachycardia. The pump was explanted and returned to the manufacuturer. A follow up report will be sent when additional information is rec'd.